Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 60 mg/dl and a blood glucose of 116 mg/dl. The customer was working outside and sweating profusely, and he knocked the sensor out. His sensors have been coming off while walking since the end of february. It was determined that the threshold suspend event was caused by a dislodged sensor. The sensor was not returned and a replacement sensor and tape kit was shipped to the customer.